Event description:
A patient went to the emergency room (ER) on (B)(6) 2021 for drain complications and abdominal pain. Radiological testing revealed the patient's pd catheter (not a fresenius product) was wrapped in omentum and would require surgical intervention. The patient was discharged on (B)(6) 2021 with a surgical consult. The pdrn stated she is aware of the patient's drain complications and has discussed positional changes with the patient until the surgery could be scheduled. The pdrn stated the intention is to perform the surgery as an outpatient later this week, however due to covid-19 precautions it is not definite. The pdrn stated the events were unrelated to the utilization of any fresenius device(s), drug(s) and/or product(s). The patient is continuing to perform continuous cyclic pd (ccpd) therapy and is awaiting surgery.(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).